Manufacturer narrative:
(B)(4). Batch # r58g35. Device evaluation summary: the analysis results showed that one gst60d reload was received unfired, with the pan detached from the right side. While no conclusion could be reached on what caused the pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, it was found that the proximal end of the cartridge pan had been come off from the cartridge before use. Another cartridge was used to complete the case. There were no adverse consequences to the patient.